Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported "idrt was applied to pt (70%tbsa (total body surface area): the back of body) and poor take of idrt was observed. Slight odor was detectable, but infection is not admitted. Surgeon attributes the poor take of idrt to the location where idrt was placed. Because it was applied to the back, sheet fixation turned out rather difficult. Idrt is now removed, wound cleaned and the pt is under conservative therapies treated as open wound only covered by gauze." There was no injury alleged.